Event description:
The customer provided an export of work orders that included alledged spacelabs healthcare product malfunctions. The export included the following event details: telemonitor on 3f has went out at nurses station and in the hallway. The biomed stated they attempted a software restart and it did not fix the issue. The biomed shut down the xhibit central station (xcs) completely and disconnected power from monitors, reconnected all devices and then restarted the xcs. Following these actions, the issue was resolved. The customer was unable to provide additional information about this event.